Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens has reviewed the solid state multisensor (ssm) data files and no instrument issues were observed. Assay calibrations and quality control (qc) was in range when the patient sample was processed. The dilution check factor was in range and there were no fluids replaced. A customer service engineer (cse) has visited the customer site previously, performed system preventative maintenance (pm), adjustments, service routines and replacement of parts. The patient samples are spun in an eppendorf 5702 centrifuge for 11 min at 3500 rpm. Siemens has advised the customer of the importance of the handling of the samples after centrifugation when placing the sample on the system. White cells and platelets (buffy coat) do not pass through the gel barrier during centrifugation and sit on top of the gel barrier in the plasma portion of the sample. Laying the tubes down on the counter rather than placing them in a rack, tilting the tubes to look at the label or check for quantity of sample, and pouring samples into cups and small sample containers (ssc) instead of using a transfer pipet resuspends the buffy coat material into the plasma and can generate cellular debris that impacts the proper aspiration of the sample. Based on the information provided and siemens concludes that it is not a reagent lot or method issue. Sample integrity, preanalytical variables, poor sample quality and the presence of gel, fibrin, micro-clots, and/or cellular material can impact the proper sample aspiration for the dilution of the initial sample run of the sample. Samples should be centrifuged following tube manufacturer's IFU instructions and remain upright after centrifugation avoiding re-suspension of cellular material to maintain proper pre-analytical sample quality. The cause for the discordant potassium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on a patient sample on a dimension exl with lm. The customer runs all samples in duplicate and the duplicate (auto-repeat) result was higher. The same patient sample was repeated on the original dimension exl instrument and on an alternate dimension exl instrument, resulting higher. The higher repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium result.